Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was interrogated and found to be in safety mode. In addition, premature battery depletion was reported. This device was subsequently explanted. Another crt-p was implanted to complete the procedure. This device is expected to be returned but has not been received at this time. No additional adverse patient effects were reported.